Event description:
It was reported that pump displayed malfunction code 16 and was not resettable, and that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was advised to place pump in storage mode and return it with prepaid label within 10 days and understood instructions to program settings and connect cgm to replacement pump.